Event description:
No updates.

Manufacturer narrative:
Reference code (B)(4). Device name collect.no.qas knee. Impl.misc./unknown. Serial number n/a. Batch number unknown. UDI device identifier unknown. UDI production identifier unknown. Basic UDI-di unknown. Unit of use UDI-di unknown. Manufacturing date unknown. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product collect.no.qas knee impl. As a result of having the product implanted, the patient has experienced bilateral knee pain which resulted in a revision surgery. The primary surgery occurred in (B)(6) 2014 for the left knee and (B)(6) 2014 for the right knee; and the revision surgery occurred on (B)(6) 2016 on the left knee and no mention of a revision surgery for the right knee. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4).